Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and in the archive data review. The root cause for ua 7 was due to defective load cells. The cracked cover and defective load cells were likely attributed to mishandling such as a drop. Upon visual inspection, cracked front enclosure, bent battery lock and torn load cell plate cover were observed likely due to user mishandling such as a drop. The observed physical damage is not related to the reported complaint. The damage front enclosure and battery lock will be replaced to address this issue. In addition, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to frequent use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The initial functional testing of the autopulse platform could not be performed due to ua 7 error message displayed upon powering on. Load cells needs to be replaced to address the ua 7 error. The archive data review showed occurrence of multiple ua 7 error message on the reported event date, thus confirming the reported complaint. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was one similar history of complaint reported for autopulse with serial number (B)(4). Ccr (B)(4) reported on 13 july 2020. Load cell module 2 was replaced to remedy the issue.

Event description:
During deployment for patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. Following this, the crew immediately performed manual CPR. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.